Manufacturer narrative:
The rse evaluated the device remotely. It was determined that therapy test was failed due to defective therapy capacitor. The customer was informed that device had reached the end of life, therefore no support was available.

Event description:
Philips received a complaint on the heartstart xl+ device indicating that the therapy delivery test failed. There was no patient involvement.